Manufacturer narrative:
Other applicable components are: product ID 3093-28, lot# v945725, implanted: (B)(6) 2012, product type: lead. This event was also previously reported under manufacturer's report #6000153-2016-00356.

Event description:
Additional information received from patient reported that she had the first battery removed and the new one put in because the battery was bad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.